Event description:
The account bed was slowing drifting down at the head end every once in a while.

Manufacturer narrative:
The tech found after several hours the hi/low function did drift slightly. The tech replaced the head hi/low cylinder to repair the stretcher.